Event description:
It was reported by a stryker distributor in (B)(6) - third party distributor that: a (B)(6) patient was hospitalized at (B)(6) on (B)(6) 2015 after falling and hitting her head and pelvis. The patient was taken to surgery due to pressure sore on the sacrum. During the surgery, after using simplex p cement (lot civ109) there was a drop in blood pressure and arrhythmia. The surgery was stopped and CPR was done. The patient was moved to ICU. 3 hours from the beginning of the surgery the patient died. No autopsy was done.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Product not available.

Event description:
It was reported by a stryker distributor in (B)(4) third party distributor that: a (B)(6) patient was hospitalized at (B)(6) hospital on (B)(6) 2015 after falling and hitting her head and pelvis. The patient was taken to surgery due to pressure sore on the sacrum. During the surgery, after using simplex p cement (lot civ109) there was a drop in blood pressure and arrhythmia. The surgery was stopped and CPR was done. The patient was moved to ICU. Three hours from the beginning of the surgery the patient died. No autopsy was done.

Manufacturer narrative:
An event regarding a patient death after problems that occurred during surgery involving simplex p bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned as the product remains implanted in the patient. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it is not possible to confirm the reported event with the limited information provided. Review of medical records and patient history is required to determine the cause of the reported event.